Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic.evaluation:results - visual inspection of the returned product found stress marks on one haptic and the other haptic was torn. There was evidence of clear surgical residue.conclusions - (no conclusion can be drawn):based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Method: work order search, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that contributed to the root cause of the complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event would be due to mishandling of the lens at the facility. (B)(4).

Event description:
The facility returned an aa4203tl toric silicone single piece lens to the manufacturer with stress marks on the lens haptic. The facility indicated a faulty lens. The facility did not report any additional information. If additional information is received, a supplemental medwatch will be submitted.